Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to dislodgement. The patient was stable before, during and after the procedure. When the patient was checked the next day after the new lead implant due to the patient feeling phrenic stimulation, x-ray showed the new left ventricular (lv) lead had dislodged. Currently the device has been programmed to rv only with lv off.